Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital due to a implantable cardioverter defibrillator (ICD) check request from the physician. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed occasional atrial undersensing on stored atrial tachycardia (at) / atrial fibrillation (af) electrograms (egm). Follow up was conducted with the patients listed clinic on file. No further information was available via the clinic. The lead remains in use. No patient complications have been reported as a result of this event.